Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette sample in well position e4 and did not give an error message. A field service engineer was dispatched and could not duplicate the problem. Fse adjusted tip take-up. No death or serious injury was associated with this event.